Event description:
The perfusionist reported that after bypass was terminated and during tear-down of the circuit, the venous inlet port of the bmr reservoir bag separated in two pieces. This occurred after bypass. There was no pt involvement.

Manufacturer narrative:
One bmr venous inlet port connector was returned to sorin group USA for evaluation on june 5, 2009. The visual inspection revealed that the connector was broken in two pieces where the port enters the bag. It appeared the connector had snapped at the back and was pulled forward creating white stress marks in the plastic, running towards the front of the connector. The broken connector has been returned to sorin group (B) (4) for further evaluation. A follow-up report will be filed when additional information from the evaluation is received.